Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a minicap transfer set and the patient line of the amia automated pd cycler set which resulted in leak. This occurred during drain three of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to contact their nurse for assistance on completing therapy. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.